Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800294 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip came out in closed. This issue occurred with two devices and both were replaced with the new units.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding from the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are likely intact. However, the ratchet sound that was heard seemed softer than what is normally expected. The first clip was able to load properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. Another attempt was made. The second clip was again able to load properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. However, this time, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The third and the fourth clip were unable to load properly. The fifth clip was able to load properly and was successfully applied to over-stressed surgical tubing. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet ears were broken. Based on the damage observed, the ratchet appears to have been damaged and broken during the decontamination process. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, 2 of the clips were unable to load properly. Upon disassembly, it was found that the ratchet was broken during the decontamination process. No other damages were found. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since the ratchet broke during the decontamination process and no other damages were observed, it could not be determined if another defect could have contributed to the clips misloading.

Event description:
It was reported that a clip came out in closed. This issue occurred with two devices and both were replaced with the new units.